Event description:
Pt reported experiencing high blood glucose in 2004. Started around 4:00am was having chest pains and not feeling well. Pt went to the hospital, where their blood goucose measured 674 mg/dl. When pt removed the device, pt found that the insulin cartridge was cracked, and that insulin had leaked inside the cartridge compartment. Pt was treated with insulin and hospitalized for 3 days.